Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(4). 2024. Itis unknown if there are plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device analysis report attached.